Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation confirmed that the pump was unresponsive when a battery was inserted; the display screen remained blank and there were no audible tones or vibratory alarms. Testing indicated that no internal clock signals were present, and a circuit board component had failed.

Event description:
The distributor reported that the pump powered off without user intervention at night around 2 am. The father checked the patient's blood glucose and wanted to give a correction bolus dose but noticed the pump did not function. The patient's father changed the battery and battery cap but the pump did not power on. There was no evidence of misuse of the product. There was no reported patient impact associated with this complaint.